Event description:
It was reported that the device may have had premature battery depletion. It was also reported that the lead had varying impedance and an apparent fracture. The device and lead were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device met 81% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4) the partial lead in segments was returned, analyzed, and no anomalies were found. It was also noted that the defibrillator conductor was fractured due to overstress, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, and there was apparent explant damage.